Event description:
A customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm that occurred on the homechoice (hc) during dwell 5 of 5. The technical service representative (tsr) explained the alarm and had the caregiver (cg) close all clamps, cycle power and advised the cg to disconnect, discard the supplies, and finish with manual supplies. There was patient involvement but there was no patient injury or medical intervention associated with this event. No further information is available.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. The cause was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.